Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient with a left thigh hematoma and a history of deep vein thrombosis and pulmonary embolism had a vena cava filter positioned near the l1-2 interspace and deployed fully with no abnormal angulation. The patient was in stable condition at the conclusion of the procedure. Approximately five years and nine months post filter placement, cardiovascular catheterization (cath) revealed severe left main vessel disease and a strut from the filter in the right ventricle (rv) septum near the apex. Deployment of a vascular closure device was unsuccessful and coronary artery bypass graft surgery (CABG) was recommended. A progress note indicated that post cardiac cath, the patient developed a right groin hematoma due to the failed closure device, and ultrasound revealed a right superficial femoral artery pseudoaneurysm and the patient was status post (s/p) thrombin injection. The progress note also indicated that the patient was s/p CABG x 2, ventricular septal defect repair, and filter fragment extraction from the rv that was complicated by a right middle cerebral artery requiring catheter directed thrombectomy (operative report not provided). The patient was discharged on hospital day nine. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for detached filter limb. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that a filter limb detached and migrated to the heart. The device has not been removed and there were no reported attempts made to retrieve the filter. The detached filter limb was removed via an open chest procedure. The patient reportedly experienced arrhythmias; and had a stroke during hospitalization, requiring thrombectomy after cardiac surgery. The status of the patient is unknown.